Manufacturer narrative:
Batch review performed on 17 october 2017. Lot 148384: (B)(4) items manufactured and released on 20 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen will not become available. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.